Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg in over a year. As a result, the patient lost stimulation. Additionally, communication could not be established with the ipg using multiple external devices. Per the manufacturer's device database, surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced.